Event description:
Dealer states unit starts intermittently shuts down, sometimes within a few seconds, other times hours later. Hours 1177. This is a rental unit. No injury reported. The caller has no further information to provide.